Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information: h6.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: how long was the delay? Please specify in minutes. Unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No did this event contribute to any patient adverse event? If yes, please explain. No to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lap appendectomy procedure on (B)(6) 2026 and suture was used. During the surgical suturing process for the patient, the problem of pulling off suture needle happened, and the needle was replaced to continue the surgery. The incident resulted in a prolonged surgical time for the patient and increased surgical risks. There were no patient consequences reported. Additional information was requested.